Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The device referenced in this report has not been returned to olympus medical systems corp., but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological test. In the test, polymicrobial flora (15 cfu/endoscope) was detected from the biopsy channel of the subject device. The result of the additional microbiological testing by a third party laboratory didn't satisfy the (B)(4) guideline. Then, (B)(4) sent the subject device to olympus (B)(4) for additional investigation. After the reprocessing by (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that 99 colonies of gram-(B)(6) were detected from the biopsy channel of the subject device when the user facility conducted a routine microbiological test. There was no report of patient infection associated with this report.